Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low results. Customer stated that her trueresult device displayed a 101 mg/dl fasting on (B)(6) 2016 at 06:19pm. Customer's normal range (fasting) is estimated to be from 120-150 mg/dl. Manufacturer's strip expiration date is 05/31/2018 and strip open date is (B)(6) 2016. Strips storaged correctly. Customer declined recalling memory and running a back to back blood test.